Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 45750001, 510k #k140148 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by the patient's attorney that the patient underwent a surgical procedure to treat a hammer toe with inserting a k-wire. The operation went without complication. The patient wore a dressing shoe postoperatively. Approximately 4 years post-op, the patient experienced strong pain. An x-ray examination showed that the implant was broken into two parts. The patient underwent a revision procedure to remove the front fragment of the k-wire. The patient's pain subsided but did not disappear. As a result, it was found that the second fragment was migrating in the bone and therefore the second piece of the k-wire had to be removed.